Manufacturer narrative:
Date sent to the FDA: 10/18/2024 h6: appropriate term / code not available (e2402) utilized to capture incarcerated loops of small bowel. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011 during which the surgeon noted dense adhesions of omentum and loops of small bowel to the mesh. It was reported that the patient underwent open repair incisional hernia on (B)(6) 2012 and mesh was implanted during which the surgeon noted the incarcerated loops of small bowel. It was reported that the patient underwent repair of re-recurrent incisional hernia and excision of old mesh on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent multiple repair surgeries. No additional information is provided.